Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A report was received from china health authority and reported that, the surgeon found under the microscope that the intraocular lens (iol) was obstructed and not moving forward when using the iol assisted implantation of the introducer head. The surgeon also discovered that the front section of the inducer head was broken or has cracks that affect iol transport and the injector could not pass through the inducer pushing the iol to the corresponding position. After a new replacement was used the surgery proceeded smoothly.

Manufacturer narrative:
Corrected information provided in h.6. Correction: on initial MDR the FDA component code g05006 was an error. It should have been g04044 on the original MDR. The manufacturer internal reference number is: (B)(4).